Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was getting no delivery alarms on the insulin pump. Customer stated that there was a bump where she injected on her skin. Customer's blood glucose was 99 mg/dl and customer stated that she changed the infusion set. Customer's blood glucose was 537 mg/dl at the time of the incident. Customer stated that she changed the site and took 20 units of insulin. Customer woke up with a blood glucose level of 437 mg/dl. Customer's blood glucose was then 36 mg/dl and then it gradually went back up to 462 mg/dl. Customer then received another no delivery alarm. Customer reported that the alarm was resolved by a complete set change. Customer also changed the reservoir. Customer was advised that replacement infusion sets will be sent.

Manufacturer narrative:
Reliability analysis evaluated one open/used reservoir. Inspected the snap-cap and septum for anomalies and none were found. Ran the occlusion testing and no occlusions were noted.